Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results form the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a pt who had bilateral lasik surgery is experiencing rainbow vision and glare especially at night. Additional info has been requested. There are two med device reports associated with this event. This report is for the right eye.